Event description:
Patient was revised to address malpositioning of the cup.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-83011. This report, 1818910-2013-15779, will be rejected. 1818910-2012-83011 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.